Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. It was reported that after pre-dilatation, the vision was delivered to a heavily tortuous and moderately calcified lesion. However, upon deployment, the balloon ruptured. The stent did deploy successfully, and was then post-dilated. Balloon rupture can result from interaction with pt anatomy and/or interaction with accessories (rhv, gc). With the info provided, it is likely that the rupture occurred due to the pt's anatomy.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was heavily tortuous, with moderate calcification and a 90 % stenosis. Another company's balloon catheter was delivered for pre-dilation, but did not cross the lesion. A second 3.0 balloon catheter from another company was delivered and the lesion was pre-dilated. The vision was delivered and an attempt was made to deploy it; however, the balloon ruptured on the first inflation at 13 atm. The stent was deployed successfully. Post-dilatation was performed and the procedure was completed. No additional event or pt info is available.